Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed; therefore, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) experienced a leak in the diaphragm and right pleural effusion. The pleural effusion was manifested by gasping. The day after the diagnosis of the pleural effusion, the patient was hospitalized for a leak in the diaphragm and right pleural effusion. Per the nurse, the patient¿s chart included a notation that reported ¿dialysate leaking from the peritoneal connection into her peritoneum¿. On an unreported date, fluid was extracted from around the patient's right lower lung. Treatment for the leak in the diaphragm was not reported. Pd therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient was reportedly recovering from the fluid around the right lower lung. The outcome of the leak in the diaphragm was not reported. No additional information was available.